Event description:
A report was received that the patient will undergo an unknown surgery for unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an unknown surgery for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was charging too much and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an unknown surgery for unknown reason.